Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that one year and nine months following a femoral osteotomy, the patient underwent a planned intermedullary nail removal. During the removal procedure the nail fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Device evaluated by manufacturer - yes. Method code(s) - 3331. Result code(s) - 3252. Conclusion code(s) - 4315. Complaint sample was evaluated and the reported event was confirmed. The device was found to be fractured. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined.